Manufacturer narrative:
Analysis was performed remote service personnel who advised the customer to sent the device into bench repair. The device was returned for bench repair and analysis was performed at the philips authorized service provider which included testing of the alleged device. The results of the analysis were that the device speaker did produce audible sound and the reported problem could not be confirmed. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was no identified. The issue was resolved by replacing the speaker on precaution per protocol. The product is confirmed to be operating per specification and was returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device was presented with a speaker malfunction error. It is unknown if there was still sound coming from the device. The device was in clinical use. There was no report of patient or user harm.